Event description:
Customer reports error 54 after battery replacement (coulometer power supply board communication issue). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, reported event could be confirmed. Indeed, 8 errors 54 were recorded in device memory. The subject device (model agilia sp mc, serial number (B)(6) ) was returned to our laboratory for analysis. It should be noted that battery reference (B)(4) is not the one used for agilia sp range. Indeed, battery reference (B)(4) is the one used for volumat us range, and battery reference (B)(4) is the correct for agilia sp range. However, subject device was received with a battery reference (B)(4) inside. Upon reception, the subject spare part was submitted to a visual inspection. Upper case was found partially opened. In addition, tests of battery life with charge and discharge were performed. Results were compliant with specifications and no error was triggered during this time. Then, subject device was opened. Battery reference (B)(4) was found inside, which is the same as manufacturing reference. Therefore, reported event could not be reproduced by our laboratory with battery (B)(4) reference. Based on available information, battery used for replacement was not the correct one. Thus, the root cause of the reported issue was linked to a misuse (wrong battery used). To our knowledge no patient consequences have been reported. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.